Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment: medwatch report # mw5174491.

Event description:
User facility medwatch report received that states, "multiple attempts to seat guide cath and advance csi for rotational atherectomy in lad; had to use adjunct equipment to cross lesion- viper wire product # gwc12325lg-ft, lot # 554923-1 used in lesion# 1 (cx) and redirected down lad with telescope guide extension catheter; resistance and difficulty advancing to pass lesion- noted after positioning that viper wire tip sheared off in lad. Wire trapped with stenting- no adverse outcome; case started at 1507 7/15. At approx 2213 noted hypotension notedcall for stat echo and intubation- noted that rfa access site (after perclose failure) manual pressure held. Lfa site (impella placement) as well. Rfa site developed a significant hematoma into scrotummultiple staff holding pressure and emergency blood transfused- albumin transfused; central line place, swan placed - pt transferred to ICU.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient effects of hematoma, hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices.